Event description:
It was reported that on (B)(6) 2013, the patient underwent revision surgery because prior to discharge from the hospital, a CT scan revealed the sternum appeared to be separating. During the revision surgery, the surgeon found that 3 of the 5 zip-fix closures had come open and one of the sternal wires had pulled through the bone. The surgeon removed all of the hardware, and replaced with stainless steel sternal wires, and 2 new zip-fix closures. Surgery was completed and the following the surgery, the patient was reported to be stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. A visual inspection and manufacturing evaluation of the returned part was conducted. The following was documented; the locking heads are cut apart and one locking head is intact but the tape is cut away below the head. All devices are in a used condition and the needle part is missing. The relevant dimensions can not be checked anymore due to the damages to these devices. Therefore, this complaint is indeterminate from a manufacturing standpoint. The functions test at the intact locking head has shown that the locking mechanism is functional as required. A product development evaluation was performed. Three zipfix devices were returned. Two of the three devices had in the locking head some dried soft tissue directly attached to the locking feature. A functional test could therefore only be made with the third returned device. The functional test showed that the third device was locking as per the design intent. The other two devices were inspected visually and photographed. The soft tissue within the locking heads were pressed onto the locking features. This prevented the proper interlocking between the locking feature and body teeth during the surgery of these two devices. The systems design and clinical risk document addresses this issue under 540 that soft tissue may get pulled into the locking head during the application and prevents temporally from locking. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Three of the five pack sternal zipfix will be returned due to coming apart. 2 of the 5 pack were discarded and will not be returned because the surgeon decided to remove all hardware. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Since lot number was provided, manufacturing documents have been requested.